Event description:
Note: this is the second of two complaints, which occurred during the same procedure. Reference manufacturer report number 3005099803-2009-02721 for details regarding the other associated device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure. (B)(6). According to the complainant, during the procedure, the physician attempted to use two clips. Physician was unable to advance either clip from the sheath. A third resolution clip device was used to complete the procedure. There has been no report of complications or injury as a result of this event. The patient's condition post procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).